Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00218. It was reported that the patient was experiencing a high impedance issue on a lead. Reprogramming was attempted but the issue persisted. Surgical intervention took place, where the lead, cap, and extension were explanted and replaced to address the issue. All impedances are now working fine for both sides. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: dbs lead, model: 6145, UDI: n/a, serial: n/a, batch: 96727. Common device name: dbs lead, model: 6145, UDI: n/a, serial: n/a, batch: 175583.